Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se replaced the gas delivery system (gds) to address the issue and the ventilator passed all testing.

Event description:
It was reported that during service the ventilator generated a machine and proximal pressure sensors failed error code. No patient involvement. Event date not specified, estimate used.